Manufacturer narrative:
Additional failure analysis investigations were performed on this force bipolar instrument. Upon further evaluation, it was determined that the customer reported event could not be replicated or confirmed. The instrument moved intuitively and precisely in all directions. The frayed grip cable was found to not affect the movement of the instrument and is unrelated to the reported complaint. The instrument was fully functional and had no motion issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar grasper instrument wouldn't follow the surgeon's command.

Manufacturer narrative:
The force bipolar grasper instrument involved with this complaint was received for device evaluation. Failure analysis confirmed/replicated the reported event. The instrument was found to have a frayed grip cable at the distal end. This causes the jaws not to follow surgeon's command. This is attributed to component failure. A review of the instrument log for the instrument 471405-06/k12230713 associated with this event was performed. Per logs, the instrument was last used on 10/18/2023 on system sk3431. The instrument had 4 uses remaining after last use.